Event description:
Additional information: healthcare professional stated the patient did not have erythema when they were seen on (B)(6) 2017.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿the patient¿s nasolabial fold became inflamed, red, and hard,¿ and ¿neovascularization¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: postmarket surveillance: serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. Additionally there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Patient instructions: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites. Adverse events: the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported that a patient was injected with two syringes of juvéderm® ultra plus xc in the nasolabial folds. Six days after the injection, the patient¿s nasolabial folds became, "inflamed, red, and hard" and the patient was placed on doxycycline. The patient had three follow up appointments and the symptoms resolved about one month after symptoms began. No diagnostic testing was administered. The patient is allergic to mint. The packaged needles were used for the injection. Further follow up with the healthcare professional indicated the patient also experienced, ¿neovascularization¿ at the ¿buccal mucosa.¿ symptoms of inflammation and hardness occurred specifically in the "left nasolabial fold." Further treatments included aspirin and warm compresses. Treatments were considered effective.